Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: removal/snaring of the guide wire from patient. Device issue: guide wire tip separation. It was reported that the coils of the guide wire came off during use in negotiating an occlusive lesion in the lcx. The broken part of the coil was retrieved using a snare device. Ivus was done to confirm whether there were no coils left in the patient. No additional event or patient information is available.